Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion found on the electronics. No audio anomaly or constant tone was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that insulin leaked from the reservoir and into the insulin pump. The customer stated that there was a constant tone sounding from the device with nothing on its screen. He observed condensation on the right side of the insulin pump. The blood glucose reading was 44 mg/dl in the morning and the most recent blood glucose reading was 120 mg/dl. He noted that the insulin pump's display went blank immediately after the device had been exposed to moisture. Advised discontinuation of the insulin pump. Nothing further reported.